Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had a power issue related to battery life: the pump was emitting low or replace battery alarms more frequently than indicated in the user guide. The patient was hospitalized that day with a blood glucose of 500 mg/dl, nausea, and vomiting. Treatment included IV fluids and insulin injections. During troubleshooting, customer support found that the patient was using the correct batteries, the battery setting in the pump matched the battery type, and that this has occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the patient experienced hyperglycemia related to the power issue.